Manufacturer narrative:
This supplemental report is being submitted to provide the device history records (DHR) and investigation. Please see updated sections: g4, g7, h2, h3,h4, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause cannot be conclusively determined. It was presumed that the user did not fully understand the instruction for use (IFU) and reprocessing manual, therefore, the reported event cannot be conclusively determined to be due to the scope itself. It was presumed that the user conducted reprocessing without fully understanding the IFU, or without knowledge or understanding of the importance of reprocessing adequately. It was presumed the user conducted reprocessing, which was deviated from IFU. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was not received for evaluation. As stated, ess worked with the technicians and educated the staff on use of a/w channel cleaning adapter. Ess notified the nurse manager and scheduled a precleaning inservice to the facility. To date there was no patient infection or injury reported due to the event. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the ess (endoscopy support specialists) performed a repair reduction observation at customer¿s site. While onsite, it was reported that during repair reduction observation ess found that the a/w channel cleaning adapter was not utilized for the precleaning process. Ess worked with the technicians and educated the staff on use of a/w channel cleaning adapter.there was no patient involvement reported on this event.